Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr replaced front panel and the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets service specifications. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touch screen was frozen while use on the patient. The customer reported that the ventilator was taken off of the patient and replaced, with no patient harm or injury.